Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer refuses to send the product.

Event description:
It was reported the patient received the following results within 15 minutes: 220 mg/dl with an accu-chek instant meter and 88 mg/dl with an unknown accu-chek meter.